Event description:
Reported due to foot break found during device investigation. The physician attempted an arteriotomy closure with a proglide device following an unknown procedure. The physician experienced a link break and removed the device. A second device was inserted and hemostasis was achieved. Reportedly, no adverse events were experienced by the pt. Although requested, no additional information was provided.

Manufacturer narrative:
Inspection of the returned device revealed the posterior foot pocket was broken. Approximately ? Inch of monofilament was exposed at the posterior needle slot. The posterior needle tip was attached to the monofilament and the anterior cuff and link were still engaged with the anterior needle tip. A review of the device history record for this lot did not produce any findings relevant to this investigation. The probable root cause is that the needle tip may have been deflected low and hit the actuator wire slot, which caused the foot to break.